Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock from the device. However, when trying to review the episode, the health care professional (hcp) got an error screen stating 'condition requires application exit.' The hcp tried again to see the episode with two different programmers, but it was no longer available. Technical services requested device data be sent for engineering review. The treated episode was unable to be reviewed by engineering. Evidence suggested one shock was delivered, and was quite likely due to oversensing from wide complexes and large t-waves, as there was an untreated episode stored about eight minutes before the shock episode with this morphology. The programmer log files showed an error log and halt (elh) occurred upon reading the episode; the nature of the error is unknown, but the s-ICD appears to be operating normally in spite of this issue. No adverse patient effects were reported. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock from the device. However, when trying to review the episode, the health care professional (hcp) got an error screen stating 'condition requires application exit.' The hcp tried again to see the episode with two different programmers, but it was no longer available. Technical services requested device data be sent for engineering review. The treated episode was unable to be reviewed by engineering. Evidence suggested one shock was delivered, and was quite likely due to oversensing from wide complexes and large t-waves, as there was an untreated episode stored about eight minutes before the shock episode with this morphology. The programmer log files showed an error log and halt (elh) occurred upon reading the episode; the nature of the error is unknown, but the s-ICD appears to be operating normally in spite of this issue. No adverse patient effects were reported. The device and electrode remain implanted and in service. Additional information was received. About nine months later, the patient received a new inappropriate shock. The device had remained programmed in the secondary vector. An hcp contacted technical services to review the episode. It was noted the patient felt anxious, then dizzy and lightheaded, then felt better after the shock, the physician believed the arrhythmia was supraventricular tachycardia (svt) and not vt. Technical services discussed the rate was in the 160-170 bpm range, with t-wave oversensing causing the inappropriate shock to be delivered. The hcp noted the patient had electrolyte challenges and t-wave issues in the past. At this time, no programming changes were made, with technical services noting the alternate and primary vectors had larger t-waves than the secondary vector, so changing the vector may not resolve the oversensing issue. No additional adverse patient effects were reported. The device and electrode remain implanted and in service.